Event description:
It was reported that a malfunction alarm with the code malf 9 occurred. There was no adverse impact to the customer's blood glucose level. The customer had not reset the pump in the past 24 hours, so customer technical support provided assistance to reset it, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes appear again.